Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿optimal glenoid component inclination in reverse shoulder arthroplasty. How to improve implant stability¿ by p. Randelli; f. Randelli; p. Arrigoni; v. Ragone; r. D¿ambrosi; p. Masuzzo; p. Cabitza; and g. Banfi; published online in the musculoskeletal surg march 23, 2014, was reviewed. The purpose of the article ¿optimal glenoid component inclination in reverse shoulder arthroplasty. How to improve implant stability¿ was to demonstrate the inferior inclination of the glenosphere is a protecting factor from joint dislocation in reverse total shoulder replacement. The article reports a retrospective case (dislocation) control (stability of the implant) study was performed. Inclusion criteria were the homogeneity of the prosthtic model and availability of pre- and postoperative imaging of the shoulder. Glenoid and glenosphere inclination were calculated according to standardized methods. Difference in between the angles determined the inferior tilt. 33 cases fit the inclusion criteria with surgery from january 2003 were eligible. All cases had a delta xtend reverse shoulder system implanted. The article indicates that out of the 33 patients, three suffered dislocations; one underwent closed reduction, the second underwent open reduction and the third underwent open reduction with revision of the glenoid component. Two other patients sustained an atraumatic episode within the first two months after surgery, however, the article did not state patient experiences or any interventions of these episodes.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.